Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of undersensing and an increase in the capture threshold resulting in a loss of capture were observed on the right atrial (ra) lead. The patient¿s anatomy was suspected to be the cause of the event. The ra lead was successfully repositioned to resolve the event. The patient was stable.